Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that one week post device replacement, hematoma was observed. The pocket was compromised. Device was explanted. Device was not replaced.